Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error and power loss. The power management tool confirmed power error alarms and power loss alarms were triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. No unexpected replace battery now alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 261 mg/dl at the time of the incident. ). The customer isn't using a 620g or 640g pump with software version 2.6. The customer also reported that the pump has not been exposed to temperatures below 41°f (5°c). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.